Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Corrected information below: during evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: rite - heater bag temperature failed functional specification - treatment stopped for fluid temperature. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. This failure is not likely to cause or contribute to a death or serious injury.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: heater bag temperature failed performance specification as the fluid delivered was out of range. The failure occurred at 29.9 degrees celsius. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.